Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: due to lack of enough information, it cannot be determined what caused the patient¿s peritonitis event. At this time, there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
A patient contacted technical services after being on hemodialysis for about 3 months. The patient was returning to continuous ambulatory peritoneal dialysis and contacted technical services requesting a replacement cycler. The patient stated they had peritonitis in the past and were uncomfortable using this cycler. The technical support representative advised to discontinue use of the cycler. The cycler was replaced. Upon follow up the peritoneal dialysis nurse declined to give any additional information regarding the event or the patient.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.